Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-2218-50 ,serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that shortly after the devices were implanted the patient had problems with ipg and leads. It was noted that the stimulator stopped working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that shortly after the devices were implanted the patient had problems with ipg and leads. It was noted that the stimulator stopped working. The patient will undergo an explant procedure.